Manufacturer narrative:
This report is submitted on january 31, 2022.

Event description:
Per the clinic, the patient experienced an extrusion of the device. The implant remains in-situ. Further information is being sought from the clinic.

Event description:
Per the clinic, the patient developed an infection at the implant site and was treated with antibiotics (specific date, type and duration not reported). Subsequently, the device was explanted on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.